Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a call service alarm. No additional information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because troubleshooting of the reported issue was not able to be completed to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.